Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). The patient states that now when she tries to increase the stimulation on a group, nothing happens; patient states that she can't increase or decrease the stimulation and that she can't change anything. She confirmed that the controller is not frozen and that she can go into the menu as well. She thinks the programming is lost as she usually has groups a, b and c, however b and c disappeared; she then states that groups b and c still show up, but there is nothing within the groups. She confirms that she can charge the controller and recharge the implantable neurostimulator (ins). She states that this issue first started maybe a month ago and that when she had pain, it didn't seem like it was working. Redirected patient to her healthcare provider (hcp).

Event description:
The patient reported that the circumstances that led to the issue was the meter from one morning and I couldn't charge it. The patient called the manufacturer and was told to take the battery out to see if that would correct the problem and it did come back and charged the battery. After that the patient couldn't change the amount of stim. The patient asked for the name of a tech and was told to call the pain management clinic. The patient wasn't a current patient, so she wasn't able to get the meter programmed. The patient planned on asking her doctor for a reference. The patient didn't want to see a pain doctor, she just wanted to get a tech to program stim.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.